Event description:
During the device evaluation, it was found that the objective lens was chipped and no image was displayed on the videoscope. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable causes include material degradation, mechanical issues, overheating, and environmental factors such as temperature, dust, dirt, and humidity, affecting components such as circuit boards, optical fibers, and lenses. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the legal manufacturer¿s final investigation. Based on the results of the investigation, the probable cause was either excessive or inadequate physical force exerted on the device by another object, resulting in issues such as wear, bending, deformation, fracture, or fatigue. The most probable cause of this complaint was determined to be component failure, with no design or manufacturing issues identified.

Event description:
No additional information received from the customer.